Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The reported symptom system error 320 was verified through review of the event history log and reproduced while attempting to run a set. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be out of specification caused by an out of calibration downstream sensor. No additional issues were found during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A biomedical engineer contacted baxter¿s technical service center regarding a system error 320 that occurred on spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.